Manufacturer narrative:
The device has been received by the manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a follow-up medwatch will be filed. (B)(4).

Event description:
This is the first of two reports on the same patient involving two products. Refer to medwatch 9681121-2011-00018 for a description of the second event. An eye care professional (ecp) reported that a patient experienced ulcers in both eyes. The patient experienced severe pain, moderate redness, and watery, mucopurulent discharge. The ecp treated with besivance one drop three times a day. The reporting ecp did not know the event resolution of the patient as the patient went to another ophthalmologist. This event is being reported due to lack of information received regarding the patient's treatment and event resolution. This event is being reported due to lack of information received regarding the patient's treatment and event resolution. Additional information has been requested but not yet received. Upon receipt of additional information, if there is any further relevant information, a follow-up report will be filed.